Manufacturer narrative:
(B)(4). The customer's experience of a cracked male luer was not confirmed. However, a crack was noted on the female luer. During visual inspection it was noted the female luer had a vertical hair line crack that measured 0.3890 inches. The female luer was inspected under the microscope to determine if any stress marks were present, none were found. Mfg inspected the set and could not identify a mfg process that could have been the cause of the crack. The cause of the customer's issue was due to a cracked female luer. The root cause of the crack could not be identified.

Event description:
Carefusion sales consultant reported "today the nurse was putting together a pca tubing and the pt end of the tubing cracked and she had to change out the tubing." There was no report of harm to the pt and no medical intervention required.